Manufacturer narrative:
The pump user guide states: do not expose your pump, transmitter, or sensor to: x-ray, computed tomography (CT) scan, magnetic resonance imaging (MRI), positron emission tomography (pet) scan, other exposure to radiation. The pump user guide states: your pump is watertight to a depth of 3 feet for up to 30 minutes (ipx7 rating), but it is not waterproof. Your pump should not be worn while swimming, scuba diving, surfing, or during any other activities that could submerge the pump for an extended period of time. The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that a malfunction alarm occurred. Reportedly, the customer had exposed the pump to an x-ray and had been swimming with the pump. Customer's blood glucose level was not impacted by the malfunction. Reportedly, customer consumed carbohydrates and reverted to a backup pump for insulin therapy.